Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Device evaluation: device evaluation was not performed as product was not returned. Manufacturing record evaluation: the manufacturing records review for this device shows that it was released within specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens was explanted due to a mechanical complication related to visual acuity. The lens was removed and replaced during a secondary surgical procedure with another lens of the same model and diopter, a j&j iol. No injury or additional intervention was required. The patient is doing well. No further information is available.